Event description:
Revision surgery was reportedly performed due to pain, soft tissue reaction and a failed hip arthroplasty. Tissue was reportedly excised at the time of revision.

Event description:
Exposure to metal debris, fluid accumulations around the hip and weakness of the legs and hips reported.

Manufacturer narrative:
Concomitant medical products description amended.the above combination of devices constitute an off label application in the united states.

Manufacturer narrative:
Patient also reported event to FDA (FDA reference (B)(4)).